Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient developed skin irritation caused by the lifevest. The irritation was described as itchy and painful located underneath the left therapy electrode pad. The patient consulted his physician who provided a medication. Follow-up indicated that the skin irritation was feeling better and that he was using the medication provided by his physician.